Event description:
It was reported that during an appointment to lower a patient's output current from 2.25ma to 2.0ma, both system and normal mode diagnostics resulted in high lead impedance. The patient's device was disabled as a result. The physician reported that the patient falls a lot with his seizures and injures his face, so it is possible that trauma may have contributed to the high impedance. The patient was referred for x-rays, but it is unknown if the x-rays have been taken to date. Although surgery is likely, the surgery has not occurred to date. Attempts for additional information from the physician have been unsuccessful to date. In addition, attempts to obtain product information from the patient's implanting hospital have been unsuccessful to date.

Event description:
The patient had generator and lead explant surgery on (B)(6) 2012 at the same time as respective epilepsy surgery.

Event description:
Product information was received from the implanting facility's medical records department. The physician reported that she does not know if the patient has had x-rays taken to date. Clinic notes dated (B)(6) 2012, were received. They revealed that swiping the vns magnet does not seem to help the patient with his seizures. It was indicated that the patient has remained severely refractory on a combination of medications and vns experiencing two to three seizures per week up to two to three days, according to the caregiver. Since the time of the onset of epilepsy at age (B)(6), the patient's longest seizure freedom has been five weeks. However recently, the patient's longest seizure freedom has been only two weeks. The relationship of the patient's increase in seizures to pre-vns seizure frequency is unclear. Attempts for additional information from the physician have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Adverse event or product problem, corrected data: additional information received indicates the patient has experienced an increase in seizures. Brand name, corrected data: information indicated on initial report was unknown. Type of device name, corrected data: information indicated on initial report was unknown. Model #, lot #, expiration date, serial #, corrected data: information indicated on initial report was unknown. Device manufacture date, corrected data: information indicated on initial report was unknown.

Manufacturer narrative:
(B)(4).